Event description:
It was reported that a user¿s ilet insulin pump had a cracked touch screen and was no longer functional, and the user was instructed that the device was not watertight and required replacement. Symptoms included none related to hypoglycemia or hyperglycemia. Outcomes included replacement of the device and continuation of cgm use through the dexcom app or receiver. Investigation included the collection of event details and user feedback, review of device function based on the reported damage, and arrangements for the return of the original unit for assessment. Investigation of this case revealed physical damage to the touch screen consistent with user-reported breakage, which rendered the user interface inoperable and compromised enclosure integrity. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.